Manufacturer narrative:
Pending evaluation.

Event description:
When inserting and removing the notch cutter from the guide, it tore soft tissue and ruptured the patient's artery. The ruptured artery was found a few days after the initial operation and vascular repair was performed.

Event description:
It was reported that on (B)(6) 2018 during a total knee arthroplasty (tka), when the surgeon was inserting and removing the notch cutter from the guide, it tore soft tissue and ruptured the patient's artery. No issues during the surgery. The surgeon refuses to provide the patient outcome. The ruptured artery was found a few days after the initial operation and vascular repair was performed.

Manufacturer narrative:
H3: the soft tissue damage and artery rupture reported was likely the result of contacting the soft tissue and artery with the femoral notch cutter. Under normal use, this instrument should not contact soft tissue or any arteries and is therefore a result of human error. This device is used for treatment not diagnosis. Corrected data: e2: health professional.